Event description:
During a patient procedure the vbeam dermatology laser began to emit a strong odor. There was no smoke, spark, flame or heat noted. Environmental safety was paged immediately and responded to the area. The performed an air quality test that was negative. They also performed a test for heat and found none. The patient undergoing the procedure felt faint and was subsequently examined by a physician and cleared. The clinical assistant (ca) assisting with the procedure also began for feel faint as well and was taken to a neighboring hospital to be examined. Two code blue calls were activated immediately following the development of symptoms by the patient and the ca. The dermatology program administrator and the program nurse evacuated patients, families and staff to a lobby area. Patient relations staff was called to be available to patients/families and they distributed parking vouchers. As soon as it was safe, all those evacuated from the area were returned to the area and programs resumed normal operations. Patients scheduled for dermatological laser procedures for the following 2 days were contacted for cancellation of appointments. Manufacturer response for vbeam dermatology laser, vbeam dermatology laser (per site reporter): came to facility to examine and fix the laser. Certified laser for safe patient use.